Event description:
Customer reported that she had high blood glucose of 190 mg/dl and for the last 6 days her insulin pump was not working correctly. Customer stated that her insulin pump is not communicating with the transmitter and she is receiving los senor alarms. Customer stated that she changed her sensor and within 10 minutes she got another lost sensor alarm. Advised to disconnect the transmitter from the sensor, check connections and to call back if issue recurs.

Manufacturer narrative:
The insulin pump alarmed during self-test and lost sensor alarm due to faulty connector on radio frequency board. No cosmetic damage noted on the device.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.